Manufacturer narrative:
Model number/catalog number 720185-01 serial number null batch/lot number 1000297713 model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). It was stated that the device was not clinically infected but the body was not accepting the pump in the patient's scrotum. During the procedure the existing ipp was removed and a new malleable device was implanted. The patient did not experience any further complications. No more information available at the moment, further information was requested. Additional information received indicated that during the replacement surgery the new implanted device was a spectra penile prosthesis (spp). It was further reported that the pump twice started showing signs of perforation through the scrotum. The physician reached out to several thought leaders that recommended removing and replacing with a malleable device. There was no sign of device malfunction with the explanted ipp. The patient did not experience any further adverse events. It was further reported that the patient experienced inflammation and the incision would never heal. The patient was not clinically infected. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 720185-01, serial number null, batch/lot number 1000297713, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). It was stated that the device was not clinically infected but the body was not accepting the pump in the patient's scrotum. During the procedure the existing ipp was removed and a new malleable device was implanted. The patient did not experience any further complications. No more information available at the moment, further information was requested. Additional information received indicated that during the replacement surgery the new implanted device was a spectra penile prosthesis (spp). It was further reported that the pump twice started showing signs of perforation through the scrotum. The physician reached out to several thought leaders that recommended removing and replacing with a malleable device. There was no sign of device malfunction with the explanted ipp. The patient did not experience any further adverse events.